Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient used more than one bg meter against user's guide. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 04/28/2015 and confirmed the reported event of inaccurate bg values. The transmitter that was used with the complaint device was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The transmitter was determined to be operating within the required specifications without malfunction. It was reported that the patient did not use their routine bg meter to calibrate. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states:  use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.